Event description:
Prior to a cryoablation procedure in which five needles were used, the system and needles were tested with no issues. During the first freeze, two iceforce needles formed frost on the shaft. Saline was used to prevent burning. When the doctor looked at the CT scan, needle in channel #1 had formed adequate amount of ice while the needle in channel #2 did not form ice at all. The needle in channel #2 was changed to channel #3 with no ice present. The monitor showed a temperature of -140c for both needles. The needle in channel #1 formed ice with every cycle. A new iceforce needle was placed in channel #3; the needle did not form frost on the shaft but it did not form ice at all. The doctor then asked for icerod plus needles to be used. Two icerod plus needles were placed in channels #4 and #5. The needle in channel 4 formed ice on the first freeze but did not form ice with the second freeze. The needle in channel 5 did not form ice on any freeze. The case was completed but the doctor did not feel confident that the tumor was treated as expected and the patient will need another scan in 3 months to determine if further treatment is needed. All needles were kept and will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no deviations or concerns were found. Upon visual inspection of the returned needle, it was found that the needle had been cut from its grey tubing. The reported frost on the needle shaft could not be confirmed as root cause investigation could not be performed. The root cause is undetermined.

Event description:
Prior to a cryoablation procedure in which five needles were used, the system and needles were tested with no issues. During the first freeze two iceforce needles formed frost on the shaft. Saline was used to prevent burning. When the doctor looked at the CT scan, needle in channel #1 had formed adequate amount of ice while the needle in channel #2 did not form ice at all. The needle in channel #2 was changed to channel #3 with no ice present. The monitor showed a temperature of -140c for both needles. The needle in channel #1 formed ice with every cycle. A new iceforce needle was placed in channel #3; the needle did not form frost on the shaft but it did not form ice at all. The doctor then asked for icerod plus needles to be used. Two icerod plus needles were placed in channels #4 and #5. The needle in channel 4 formed ice on the first freeze but did not form ice with the second freeze. The needle in channel 5 did not form ice on any freeze. The case was completed but the doctor did not feel confident that the tumor was treated as expected and the patient will need another scan in 3 months to determine if further treatment is needed. All needles were kept and will be returned for investigation.